Event description:
It was reported that the device had air in line. Per reporter, after about 42 hours the patient arrived back at clinic. There was a significant amount of air noted between the pump and filter. The bag still had ~300 ml ivf left, and the pump continued to run with no alarm that there was air in line. There was no air between filter and patient, so air did not appear to have reached patient. They stopped the pump, notified lip, pharmacy. The pump was returned to the pharmacy. A new pump/ivf bag was connected to the patient with instructions to keep the pump at/above heart level and to stop pump immediately if air was noted in the tubing. The patient showed no symptoms of distress/air embolism while in pacc. The event occurred at the patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
E1: reporter facility name (B)(6) - (memorial sloan-kettering cancer center) no product was returned. The reported complaint could not be confirmed. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned this complaint will be reopened for further investigation. Neither samples or pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided.